Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose level of 413 mg/dl. Customer stated that they ate late and could not bolus which caused elevated blood glucose level. Customer's current blood glucose level was 369 mg/dl. Customer declined troubleshooting for high blood glucose level and stated it was just a slip that caused them to eat out of schedule, as well as the holiday celebration which caused elevated blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.